Event description:
Reporter alleged discrepant values when checking the blood glucose monitoring device results in the memory compared to the customer's diary. Customer stated the meter memory read 184 mg/dl versus a diary reading 91 mg/dl as well as another memory result of lo versus a diary reading of 241 mg/dl. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.